Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to deliver a lunch bolus which caused the customer's blood glucose (bg) level to rise to 250 mg/dl. Then, the customer reported becoming distracted and entered "250 grams" of carbohydrates into the bolus menu and delivered a maximum bolus request of 20 units. Customer's blood glucose level decreased to 50 mg/dl, which was addressed by consuming carbohydrates. The customer requested assistance in adjusting the maximum bolus settings. Tandem technical support was able to successfully adjust the maximum bolus settings to 10 units.